Event description:
During an anterior cervical decompression fusion (zero-p) procedure, both drivers broke at the u-joint as the surgeon was inserting screws. All fragments were retrieved and another driver was used to complete the procedure. There was no harm to the patient reported. This report is 1 of 2 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. Manufacturing evaluation reports that the complaint device was received with one side of the holding fork with pins on the tip completely broken off. All movable parts of the cardon joint were also missing. Due to the damage, the affected dimensions for this device could not be checked. The instrument met the specifications in place at the time of manufacturing and distribution. This complaint is deemed indeterminate from a manufacturing standpoint. Product development event evaluation reveals that the angled screwdriver was designed to allow a zero-p screw to be inserted where the anatomy of the patient limits the access for screw insertion. This is accomplished via a cardon (universal) joint with a sleeve that directs the screwdriver tip at a preset angle of 40 degrees, which matches the angle of the screws in the plate. The tip of the driver assembly is tested to withstand a maximum torque of 2.0nm, which is greater than the 1.2nm torque required to lock the screw to the plate. The evidence indicates that the possible root cause could have been due to excessive torque (greater than 2.0nm), which would have damaged the cardon joint and (or) broken the tip. It should also be noted that the operator used a custom srt welded countertorque handle and outer sleeves in conjunction with the standard inner shaft. However, it is not possible to determine if their use could have caused failure of the inner shaft. Upon follow up, usage of the custom srt outer sleeves was confirmed, and this reduces the possibility that the standard outer sleeves and countertorque handles returned with the complaint devices were contributing factors to the failure of the inner shaft.